Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen went black and remote support service shown offline. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station screen remained black. A field service engineer (fse) troubleshot a station that would not power on and confirmed the power module was functional. The issue was isolated to auxiliary drawers 4 1 and 4 2, which prevented the station from booting. The fse tested the pyxis module controller half height board no issue and identified faulty top and bottom drawer controller boards and replaced both. The station was successfully restarted, drawers were recovered in the main application, and both drawers were tested in hardware test application (hta) with normal operation confirmed. The system functioned as intended after field service engineer repaired the device.